Manufacturer narrative:
Product has been returned and evaluated. The underlying cause documented on the irs or return fields in oracle is identified as: assembly/component issue / product tank, leaking and sieve bed, saturated.

Event description:
Provider states the unit has low o2, will power on, no alarm, green light.

Event description:
Provider states the unit has low o2, will power on, no alarm, green light.

Manufacturer narrative:
The product was returned on 6/24/2015 for evaluation. The results of the return evaluation were not available for review at the time of this investigation. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.